Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the received device. Visual analysis of the returned sample revealed that the distal tip of the shaft component was broken off. The broken piece was not received at us cq. The color indicator on the sleeve marker component was almost faded. The dimensional analysis was not performed due to the post-manufacturing damage. The broken condition of the distal tip (drive feature) was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. While no definitive root cause could be determined, it is possible that the alleged broken condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities document/specification review: the following drawings reflecting the current and manufactured revisions were reviewed: expedium si quick connect polyaxial screwdriver device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi48242 was released in a single batch. Batch1: lot was released on apr 21, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a posterior fusion treating ankylosing spondylitis, the tips of two (2) xpdm quick-con screwdrivers broke during screw insertion. The procedure was successfully completed. There was a less than thirty (30) minute surgical delay. The patient outcome was stable. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 2 for (B)(4).